Event description:
It was reported that a patient had a fall and reconstructive surgery on her right foot in (B)(6) 2012. It was also reported that the patient had pneumonia in (B)(6) 2012 and was coughing a lot. The patient has had a return of urinary symptoms and is now using 2-3 pads a day. It was also stated that the patient had never received therapeutic effect. It was not clear if the patient had stimulation and then lost it or if she never received stimulation therapy. Impedance testing revealed the impedance measurements were "normal." Threshold testing was done and the patient could only feel stimulation in her tail bone area. No further information was received. If more information becomes available, a follow up report will be sent.

Event description:
Additional information received reported that the device was explanted. It was stated that the main cause of the event was due to "multiple falls." It was noted that the device had a decrease in effectiveness after a fall. The patient reportedly wanted the device removed because of "multiple medical issues." There were no hospitalizations and the patient had non-serious injury/illness.

Manufacturer narrative:
Product ID 3093-28, lot # v735308, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).